Event description:
Whisper wire could not easily pass through the lumen of the lead during implant. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).